Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top part of the cartridge was "wobbly" after the customer accidentally flicked the cartridge. Additionally, the customer observed that insulin was not coming out of the tubing during the fill tubing step of the load process. The customer loaded a new cartridge and successfully completed the load process. Insulin delivery was resumed. Blood glucose level was 178 mg/dl.